Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 129 mg/dl. The customer stated that he gouged his screen for the first time. The customer stated that there are obscure texts on the screen. The customer stated that he kept his pump in his pocket. The customer was advised to perform a self-test. The customer stated that the self-test passed. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will was advised to call back and monitor the pump.